Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display after being exposed to moisture. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that there was fluid under lcd display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also received with corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump received with scratched case, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.